Event description:
The patient experienced an opioid overdose and was admitted to the emergency room. The device system was used to deliver hydromorphone. The specific symptoms, intervention, and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n130027020, implanted: (B)(6) 2008, product type: catheter. (B)(4).